Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented in-clinic for routine follow-up. Upon interrogation, a decrease in sensing, an impedance change and inappropriate shock due to rv lead dislodgement were noted. The rv lead was capped and replaced on (B)(6) 2018. The patient was stable.